Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. The device was explanted due to malfunction. No adverse patient effects.